Event description:
The customer reported that the spo2 was not working, and has requested a new pca. No patient harm was reported. Further information was that when the spo2 was not functional, there was no error message.

Event description:
The customer reported that the spo2 was not working, and has requested a new pca. No patient harm was reported.

Manufacturer narrative:
.A follow up report will be submitted upon completion of the investigation.